Event description:
The multi-functional port with the enfit connector is breaking open. This is requiring they be replaced. Rep. (B)(6) notified with cardinal health. Internal value based analysis team notified of issue. Ref. (B)(4). Lot number 2433807164. No harm noted to patient. However, this could have led to patient missing out on nutritional supplementation if not noted by staff.